Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection service repair found the forceps rise angle is insufficient due to wear of the forceps wire. The guide wire rise angle is insufficient due to wear of the forceps wire. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The customer reported issue of "forceps raising wire fraying" was confirmed. In addition, service repair found the adhesive part of the lighting lens has peeled off and noted to be due to handling. Furthermore, the following findings were found : the curved rubber (bending section) adhesive is missing. There are scratches on the tip cover, insertion part, operation part, switches, grip, knobs, universal cord due to external factors. The forceps stopper is scraped, paint of suction cylinder peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of forceps raising wire fraying. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the adhesive part of the illumination lens is peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive that was peeled off on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that issue occurred due to the stress exerted on the device from either repeated/long-term use, or from mishandling (e.g., dropping, knocking etc.). Olympus will continue to monitor field performance for this device.